Event description:
Following a ptca and stent procedure on 8/19/97, an angio-seal device was placed in the pt's right groin; however, bleeding was not controlled and manual pressure followed by placement of a c-clamp were used to achieve hemostasis. In november the pt experienced significant right leg claudication following the procedure in which the angio-seal was used. An aortogram was obtained on 11/20/1997 which revealed a high grade stenosis at the bifurcation of the right common femoral artery. The pt was taken to surgery for a right groin exploration due to femoral artery for a right groin exploration due to femoral artery stenosis. The angio-seal was reportedly found deployed at the right femoral artery bifurcation, with high grade stenosis of both the superficial femoral artery and profunda femoral artery found. A thrombo-endarterectomy was performed with hemashield patch angioplasty. A specimen from this procedure was taken to pathology, which found right femoral artery plaque, as well as dense eosinophilic collagen-like material (angio-seal). The discharge summary notes that the pt's postop course was unremarkable, and that she was discharged home two days later with excellent palpable pulses. The pathology report stated that a 6mm collagen plug was removed from the right groin intraopertively.